Event description:
In 2009, the reporter (pt's wife) contacted lifescan (lfs) alleging that the pt's onetouch ultra2 meter was displaying the low battery message even after the batteries have been replaced. The pt reportedly became hypoglycemic after the battery issue began. The medical surveillance specialist (mss) spoke with the reporter on march 5, 2009, to obtain/verify the following info. Prior to the reported hypoglycemic incident, the pt was taking 60 units before bedtime and was also testing every other day. The pt was also on a "restricted diet" due to a kidney disease. According to the reporter, the batteries have been replaced 3 times within the last 6 months but the "low battery" message kept on appearing. She was unable to report if and how long the pt was unable to test due to the battery issue and when the pt last tested on the subject meter before the incident. At 3:30am the day prior to original date, which was approximately 6 months after the battery issue started, the reporter allegedly found the pt on the floor covered with sweats and was slurring his speech. She attempted to use the subject meter but it was displaying the low battery message. The reporter treated the pt with oral glucose and orange juice and the symptoms subsided within 45 mins. No other forms of medical intervention were reported. After the incident, the pt's lantus regimen was changed to 30 units at night and 30 units in the morning. The reporter claimed that this new regimen is working out better for the pt. According to the customer's care advocate (cca) documentation, the battery issue was unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly became hypoglycemic approximately 6 months after the issue with the low battery message began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.